Manufacturer narrative:
The differences were due to the table parameters in the xvi sri.ini file were never updated after a new carbon fiber table top was installed which required re-calibration of those items. Immediate fix was performed by the service engineer-calibration of the table parameters were performed on the xvi to correct the problem. The investigation shows that the service engineer did not ensure all components were properly calibrated after installing the new table top. A technical tip was added to the tech tip database that field engineers use to ensure they realize the need to re-calibrate when changing the configuration in any way. Newer versions of the desktop pro and xvi have a common database versus individual files. This will alleviate a potential issue due to engineer error.

Event description:
The customer reports the table height and longitude values displayed on the xvi monitor did not match the values displayed on the linear accelerator monitor. This event was discovered while setting up a patient for treatment, but before treatment was performed. It is not known at this time if a patient was treated prior to this date was mistreated.